Event description:
A dialysis technician reported to baxter (B)(4) that an aquarius machine infused too much heparin to a patient during therapy. There was patient involvement. No injury or medical intervention was reported. The suspect machine was delivered to the dialysis technician workshop where the machine was tested. No initial fault was found with the device. The fault was recreated in priming where the heparin syringe was not located into the heparin housing correctly, thus when priming the machine a negative pressure is created when the syringe is not located correctly. There is a micro switch on the bottom of the heparin syringe holder for the plunger, but there is not one for the body of the syringe. This incident could be considered as a clinical error but they feel that an additional micro switch on the body of the syringe would prevent this from happening again.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The device is onsite. Should additional information become available, a follow up MDR will be sent.